Event description:
It was reported the epg (external pulse generator) displayed an error. It was also reported the battery drawer was hard to open and there was "yellow stuff" on the device. The biomed was able to cause the error by pressing a button during boot. The biomed was planning on fully testing the device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.